Manufacturer narrative:
UDI #: (B)(4). The manufacturing records were reviewed for the intraocular lens (iol). During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. A search on complaints related to the same production order revealed that no other complaints for this order number were received to date. The documentation showed that the production order was manufactured according to specifications. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to a patient diagnosis of anisokonia. The lens was replaced with the same model, a larger, 22.5 diopter lens. The patient's outcome/diagnosis post op was pseudophakia and the patient was happy with the results.